Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, after deploying the clip, difficulty was encountered removing the device. The device was removed with counter-traction and an assertive pull. Although it was reported that the starclose se device achieved hemostasis, the device evaluation indicated it was in a pre-deployed state. The clip remained loaded on the clip delivery tube; therefore, the device could not have achieved hemostasis. It was not specified how hemostasis was achieved. No adverse patient effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
Evaluation of the returned device revealed that although it was reported that the clip from the starclose se device achieved hemostasis, the evaluation found the device was only partially deployed, clip deployment had not taken place, and the safety release slider was activated to retract the locator wings to pre-deployed positions. Inspection of the clip deployment mechanism did not find any nonconformance that may have prevented the deployment of the clip. Based on the device evaluation, a root cause for the partially deployed state of the device could not be determined. No abnormality, manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.